Event description:
The reported stated that during a spinal surgery procedure, the device broke as the surgeon tried to lock the cross connector into position. The surgery was successfully completed using a spare implant that was available.

Manufacturer narrative:
To date, the device involved int he reported incident has not been received for evaluation. An investigation has eben initiated based upon the reported information.